Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-13. H6: investigation summary: bd did receive 9 samples from the customer in support of this complaint. 9 returned and 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 29 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the retained samples and customer sample test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "insufficient vacuum."

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "insufficient vacuum."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.